Manufacturer narrative:
Concomitant medical device: 4076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead was found to have low lead impedance, increasing high thresholds with intermittent capture, and oversensing with sensing integrity counter (sic). The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.